Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was trialing an external neurostimulator. It was reported that the patient had a cervical trial and the first few days were great. In the middle of the trial, the patient complained of "normal trial stuff" and it was noted that there was a bit of paresthesia when laying down. The patient was directed to turn it down. On the last day of the trial, the patient felt paresthesia in areas not felt before. X-rays were taken to see if the leads moved, and they did migrate superiorly to c2 (they were originally at c4). It was noted that this explained the symptoms. The leads were removed.